Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a scapholunate ligament repair procedure, following proper technique for the insertion of the nano corkscrew, ar-1315ft, lot: 10199557 and while screwing in the anchor into the drilled hole, one of the two shouldered pieces that allows the driver shaft to sit into the anchor, broke off. The anchor and it¿s fragment was retrieved with a hemostat and a second anchor (lot: 10199558) was opened for insertion. During insertion of the second anchor, the same issue occurred; one of the two shouldered pieces that allows the driver shaft to sit into the anchor, broke off. The second anchor was far enough down in the bone at this point that the anchor held and the surgeon elected to leave the anchor in and proceed with the repair. The procedure was completed without any further issues.